Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: clinical symptoms (ischemia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): the pump was not returned for investigation. According to the clinical details, an adjustment was made to the pump position during reported hemolysis on (B)(6) at 12:11 pm. Urine clearing was observed after the position adjustment. Data log shows a few suction alarms during hemolysis and sudden flow improvement at 10:00 am with hike in motor current. There was no position-related alarm or motor current spike noted during the hemolysis event. The cause of the hemolysis issue was most likely improper device positioning, based on the clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical information. Device history lot: device batch: 1898374. Device history batch: subcomponent lot: na. Device history review: the pump sn(B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. H6 health effect - clinical and impact code were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the hemolysis issue was most likely improper device positioning, based on the clinical details. The cause of the positioning issue was not determined due to insufficient clinical information.

Event description:
It was reported that a patient implanted with an impella cp required a thrombectomy to restore flow to the legs. The patient also had hemolysis, so echo was utilized to pull the pump back into position. Ischemia of the right lower leg required a fasciotomy but the procedure was unsuccessful and the leg required amputation. Later, the pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.